Event description:
Terumo medical corporation received the following information: it was reported that the patient received yeztugo injections about one week ago, approximately early (B)(6) 2026. Nurse practitioner stated that the lpn (nurse) at the office administered the injections. Nurse practitioner was unaware of any issues during the injections. On (B)(6) 2026, the patient returned to office presenting with an injection site reaction (isr) and abscess. The nurse practitioner reported that the yeztugo was administered on the abdomen and the injection site reaction was present at one of the injection sites. The nurse practitioner reported that she began a course of antibiotics for the abscess, bactrim ds x 10 days. As of (B)(6) 2026, the patient is still being treated for the injection site reaction.